Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they presented to the emergency room as the device was not "pacing properly." The patient also reported that device settings were changed. The patient later reported chest pains and a "shocking feeling near the heart". Multiple attempts to obtain additional information were made; however, no additional information was received. The device remains in use. No patient complications were reported as a result of this event.